Event description:
It was reported that a user experienced hypoglycemia while using the ilet system, with a recorded blood glucose of 40 mg/dl and an unclear cause; the user was new to pump therapy and had questions about meal announcements. Symptoms included jitteriness, tremors, and cognitive difficulty. Outcomes included the need for self-treatment and temporary interruption of normal activities; the user ingested oral carbohydrates (candy and juice) and glucose subsequently rose to 102 mg/dl, with no hospitalization or emergency care. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction reported and user acclimation to the automated insulin dosing was discussed. It was concluded that the event was consistent with hypoglycemia of undetermined cause with resolution after oral glucose and no serious injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.